Event description:
It was reported that the ipg was getting too close to skin and has infection appearance. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Correction to the initial MDR in blocks d1, d4, d6a, g1, h4, h6.

Event description:
It was reported that the ipg was getting too close to skin and has infection appearance. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent an ipg explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 5167277.

Event description:
It was reported that the ipg was getting too close to skin and has infection appearance.